Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of main lamp shutting off and spare lamp coming on was not confirmed. The lamp had insufficient thermal grease, improper lamp installation, and missing lamp washers. In addition, front panel mouth chip, top cover deep scratches, missing hexagon wrench inside lamp door, and a worn-out socket slider switch causing intermittent use of high intensity mode were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed an error message to replace the main lamp and the spare lamp came on subsequently. The customer mentioned that it took a long time to reset the lamp meter after replacing the main lamp. Afterwards, the error message reappeared to replace the lamp once more. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event